Event description:
It was reported that during surgery the spine tabletop attached to the table base came loose and appeared to be separated from the mount at two different points resulting in a structural failure. The tabletop also showed significant signs of wear, including rust and a buildup of residue. There wasn't any visual damage to the carbon fiber. The patient is okay at this time.

Event description:
It was reported that during surgery the spine tabletop attached to the table base came loose and appeared to be separated from the mount at two different points resulting in a structural failure. The tabletop also showed significant signs of wear, including rust and a buildup of residue. There wasn't any visual damage to the carbon fiber. The patient is okay at this time.

Manufacturer narrative:
Per the information obtained from investigation and device evaluation, the device (mts spine tabletop) showed significant signs of wear and residue that resulted in the structural failure during surgery thus causing the patient to fall and sustain a broken nose. The injury was mitigated by the hospital by maintaining the sterile field and treating the patient for any infections. The age of the tabletop is suspected to be 20+ years (mfg date- 11/29/2005). The table base also showed the signs built-up residue and rust on the head end. The hospital was notified by the distributor regarding the age of the spine top and a recommendation to replace it with a newer tabletop. This incident is thus deemed as a use error due to the below listed reasons that point towards user not following the recommended practices of patient safety and device usage per the manufacturer's instructions. 1. Evidence of using a tabletop that was well beyond its design life (10 years) as specified in the owner's manual. 2. Using an uncleaned table base and tabletop for the surgical procedure 3. Improper maintenance and check of the table base and tabletop prior and following its usage as recommended in the owner's manual.